Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's treating physician saw the patient and received an error message stating that the device was disabled due to a burst watchdog. The patient's settings on the generator prior to the disablement were not known at the time, as only the settings on the previously implanted generator were available. Follow up communication showed that the patient was not seen by the treating physician between the implant surgery and the visit where the generator was discovered to be disabled. Further communication clarified what the programmed settings were from the implant surgery, showing that the autostimulation output current was set above the level of the magnet mode current. No additional pertinent information has been received to date.